Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas using a dexcom g7 experienced repeated pairing failures, resulting in loss of cgm communication with the ilet while the sensor was connected to the dexcom app. Symptoms included no reported adverse physiological effects. Outcomes included restoration of cgm communication after the dexcom receiver was powered off and removed, the ilet was restarted, and a g6/g7 toggle was performed; the system subsequently paired and functioned as expected. Investigation included technical troubleshooting and user education. Investigation of this case revealed interference from a concurrently active dexcom receiver preventing successful pairing with the ilet. It was concluded that the event resulted from incompatible concurrent connections to the cgm transmitter, and mitigation was achieved through removal of the conflicting receiver and system re-pairing.